Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device not returned.

Event description:
It was reported that the healing abutment (B)(6) would not seat on the implant. Tooth location 10.

Manufacturer narrative:
One spline ha-coated implant and one mating healing screw was returned for inspection. A visual inspection revealed that wear and tissue attachment about the collar. The tines were flared out. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental spline® twist¿ implants 8962 rev 2-06/16. Implant placement for threaded 3.25mm spline implants ¿ part no. 2130-2135 tine recovery tool (for use with the 3.25mm implant only): if the spline implant antirotational. Tines of the 3.25mm spline twist ha coated implant become distorted during placement and cannot be detected during placement of the healing screw, but after osseointegration the abutment does not fit onto the implant, the spline implant tine recovery tool can be used to straighten out any tine that is bent radially outward. This is achieved using the recovery tool and impression post screw, and tightening the screw until the tool becomes completely seated on the implant. After use remove the screw and the tool. If abutment does not mate with implant after this procedure, the implant is considered unusable. The product was functionally tested. The healing screw would not seat onto the implant. Using a spline® impression post as a tine recovery tool, the implant tines were set back in place. The screw was then able to seat. This complaint is considered unconfirmed, as the event was overcome using instructions available in IFU 8962 rev 2-06/16, which would be packaged with this implant. A singular cause for the reported event could not be determined, as no deficiency was detected following inspection. UDI: (B)(4).

Event description:
It was reported that the healing screw would not seat onto the implant (2131). Tooth location 10.